Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference numbers: 3008452825-2020-00567; 2182269-2020-00093. During a right ventricular outflow tract premature ventricular contraction ablation, a pericardial effusion was observed and the procedure was cancelled. While ablating the anterior aspect, hypotension was noted, and a pericardial effusion was found via ultrasound. The case was abandoned, and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.